Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address infection date of implantation: (B)(6) 2019; date of revision: (B)(6) 2020; (left knee). Treatment: revision of tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  MFR#1818910-2020-07266 is being retracted since it was found to be a duplicate of MFR#1818910-2020-06413. MFR# 1818910-2020-06413 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
On (B)(6) 2020, the patient underwent a left knee revision due to pain, swelling, infection, fever, and effusion. Prior to revision, the patient had periods of tachycardia. The surgeon noted removal of fibrinous tissue. The tibial insert was the only product revised. All components were well fixed. The surgeon also performed an irrigation and debridement and placement of antibiotic pellets.